Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was contamination from the reagent probes. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the site and performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated on an alternate dimension(r) analyzer and a higher result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.